Manufacturer narrative:
The product was discarded so unable to investigate further for the reported complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported the cutter stopped cutting but continued to aspirate. The product was discarded.